Event description:
The patient reported having swelling under the device, which started about one week earlier. The patient noticed that when trying to sleep, a current traveled under the device, under the armpit, and down to the patient's fingertips. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 implantable pacing lead, (B)(6) 2012. (B)(4).